Event description:
It was reported that the foley catheter was difficult to deflate during pretest. They stated that 10cc of water was injected but only 4cc was drained.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was used for treatment. The product had not caused the reported failure. Visual: visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and was allowed to rest with no observed leaks. The catheter was passively deflated in 1 minute and 55.56 seconds with no issues or cuffing noted. The balloon was dissected to find the inflation notch was completely perforated. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. The device was returned for evaluation. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed neither a risk review nor labeling review is required. Correction: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to deflate during pretest. They stated that 10 cc of water was injected but only 4 cc was drained.